Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller pump failure. The device was evaluated upon receipt. The device failed in water cooling. Determined that the mixing pump was fine, but the chiller pump was faulty. Replaced chiller pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the device did not cool down. As per follow up information received on 20nov2023. They repaired the device on the customer site. The problem was water cooling malfunction. They checked the device and mixing pump was fine. And they checked a chiller pump. It was defective. They replaced the chiller pump. No patient involvement.

Event description:
It was reported that the water of the device did not cool down. As per follow up information received on 20nov2023. They repaired the device on the customer site. The problem was water cooling malfunction. They checked the device and mixing pump was fine. And they checked a chiller pump. It was defective. They replaced the chiller pump. No patient involvement

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a chiller pump failure. The device was evaluated upon receipt. The device failed in water cooling. Determined that the mixing pump was fine, but the chiller pump was faulty. Replaced chiller pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the device did not cool down.